Manufacturer narrative:
11/20/1998- supplemental report #1 sent to FDA. Device not available for evaluation.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the product produced shaving into the pt's cavity. The surgeon was able to remove the shavings without any pt injury.